Manufacturer narrative:
(B)(4). One speedband superview super 7 device was returned for analysis. Residue was present on the device indicating use/handling. A physical examination of the ligator head found all seven bands present with four blue bands moved out of position and presented surface damage. The suture was broken with portion still on the ligator head, the proximal portion of the suture was not returned. It was observed that the teeth were damaged. The distal end of the trip wire was cut off and not returned. It was noted that the trip wire was not secured in the handle assembly slot, with the proximal loop retracted into the handle. The handle assembly slot and trip wire did not present evidence that the trip wire had been secured prior to receipt for analysis. A functional evaluation of the handle was performed by turning the handle knob at 180 degrees and an audible click was heard, no issue was noted with the handle assembly. Based on the condition of the returned device, it does not appear that the trip wire was cinched in the handle slot during use as instructed in the dfu. This impacted the deployment activity of the bands. Therefore the most probable root cause classification is user error. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2014 that a speedband superview super 7 device was used during a procedure performed on an unknown date. According to the complainant, the device was damaged. However, the nature and cause of how the device was damaged is unknown. Note: investigation results revealed that the suture broke, therefore this is now an MDR reportable event.